Event description:
The customer received a blood glucose reading of 142mg/dl from the contour next link but was sweating profusely. The paramedics were called, tested her blood and their meter read 42mg/dl. Customer was taken to the hospital and was given a glucose IV. She was discharged the same day. The customer was advised to return the test strips for evaluation. New meter and strips were sent to her.